Event description:
It was reported that right atrial (ra) lead had high threshold. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the distal segment of the lead was returned and analyzed. There were no anomalies found. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5068 implantable pacing lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.